Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign object was present in distal cover, foreign object emerges from suction cylinder. A root cause could not be identified. Based on the results of the investigation, foreign object was present in distal cover, foreign object emerges from suction cylinder due to cause could not be determine. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new additional information received form customer.

Manufacturer narrative:
E1 - initial reporter establishment name - (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had foreign material from the biopsy channel. The issue occurred during reprocessing. There were no reports of patient involvement.